Event description:
It was reported that patient underwent a replacement procedure of his artificial urinary sphincter (aus) due to recurring incontinence. Cuff and balloon were replaced. No adverse patient effects